Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 08/02/2018 stating that this lead was exhibiting some noise. It was also noted that there were several minute ventilation oversensing seen on the said lead. The following physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).